Event description:
The nurse caring for the patient reported the following: this issue occurred last week. The lopez valve was connected to a peg tube. I was flushing through the syringe port when the side of the port crumbled into my hand. I replaced the lopez with a new one. This also crumbled as soon as I tried to flush through it. We spoke to the lopez valve representative. They stated we do not need to return samples because this involves the same lot number as the other defective lopez valves that were returned last week. They plan to investigate the samples returned previously and plan to send a response.